Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated the pacemaker "heats up" then "cools down." The device remains in use. No patient complications reported as a result of this event.